Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged there was moisture behind the display. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 11/13/2017 with the following findings: review of the black box data revealed evidence of ¿short battery life¿ with eight drastic drops in voltage leading to a replace battery alarm on (B)(6) 2017. The pump was powered on using a test battery cap. Ez-prime steps were successfully completed. Electrical current readings were evaluated and found to be above specifications. The reported ¿short battery life¿ issue was duplicated. The battery compartment was noted to be cracked. Leak testing revealed moisture ingress at the site of the battery compartment crack. Moisture corrosion was noted on the continuous glucose monitoring unit and the power printed circuit board inside the pump.